Event description:
The customer reported the sys had a control panel and communication error and would boot up. Then x-rays were disabled and the sys locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply and cable were replaced during the svc call. The sys was tested and found to be working an intended and put back into svc.